Event description:
Pt reported that device generated low battery errors, so pt changed batteries, then they went to bed. No other alerts/alarms were generated by the device, but the device was allegedly not working (was not delivering insulin). Pt awoke with a blood glucose of 401 mg/dl. Pt is not sure whether or not they remembered to put device back in run mode after batteries were replaced. After awakening, the pt replaced the batteries again just in case, and now their blood glucose is 130 mg/dl. No treatment was received.